Event description:
Reference number (B)(4). Event country in colombia. It was reported that the patient experience insulin flow blocked alarm during therapy due to the bent cannula was observed upon removal on a use of day one and the event occurred on (B)(6) 2026. No further information available

Manufacturer narrative:
E1: patient country: (B)(6). Patient city: (B)(6).